Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the imaging equipment. Imaging modalities failed due to x-ray battery status bar dropping completely when umbilical was unplugged. Found multiple charger circuits no working and batteries charged below limits. Ordered charger boards 1 and 2 and x-ray batteries. A medtronic representative returned the next day and performed another system test and the mechanical tests failed. The j7 connection was unstable and needed to be replaced along with x-ray batteries and charger boards. Wiring harness ordered for replacement. The imaging modalities failed because the medtronic representative was not able to turn machine on to shoot. The medtronic representative returned to the site for part replacement and to test the equipment. Replaced j7 wiring harness, charger boards, and x-ray batteries. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. Parts was returned to the manufacturer for analysis. Investigation of the battery charger 1 board found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Investigation of the battery charger board 2 confirmed reported problem "low output voltage". Battery charger board failed component l2h damaged due to electrical overstress. When installed on the bench tested d3h was off. Defective channel h. Electrical failure mode, failure mechanism was the damaged component l2h. Investigation of the j7 battery connector confirmed reported complaint "j7 damaged." Visual inspection results: connector harness exhibits burnt pins on the j7 connector (negative side for batteries 5, 6, 7 , and 10) as well as two battery terminal connectors (batteries b2 negative and b5 negative) due to electrical overstress. Additionally, there is also evidence of an attempt to repair 4 wires leading to batteries b2, b7, b4 and b3, as the wires are soldered, and covered in heat shrink wrap and electrical tape. It was noted that the harness was cut up. It was found to be an electrical failure mode, electrical overstress. Investigation of the j7 charger connector confirmed reported problem, "damaged j7." Connector harness exhibits burnt pins on the j7 connector (pins 5, 6, 7) as well darkened connector plastic due to electrical overstress. Related case part fsd 4199, was found to exhibit burnt pins on the j7 connector (negative side for batteries 5, 6, 7 , and 10) as well as two battery terminal connectors (batteries b2 negative and b5 negative) due to electrical overstress. Additionally, there is also evidence of an attempt to repair 4 wires leading to batteries b2, b7, b4 and b3, as the wires are soldered, and covered in heat shrink wrap and electrical tape. It was noted that cable was cut up. It was found to be an electrical failure mode, electrical overstress. No findings possible for the batteries, as they were not returned after multiple attempts. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a procedure, the site was taking localizing shots with the imaging system and they heard an odd beeping sound then they weren't able to take any x-ray. A second imaging system was brought in and the surgeon completed the procedure with the use of that system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No further details regarding this issue, or specifically during what procedure, were provided.